Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The patient presented having an acute myocardial infarction. The 80-90% stenosed lesion was located in a mid postlateral branch of the moderately calcified right coronary artery. Some vasospasm was noted that was attributed to the non bsc guide catheter tip. The lesion was predilated with a 2.0x15mm quantum maverick balloon. A 2.25x20mm taxus atom drug eluting stent was advanced to the lesion and deployed. The lesion was post-dilated with a 2.25x15mm quantum maverick balloon. Mild angina was reported with balloon inflation, which subsided with balloon deflation. Residual stenosis was measured at 0% post stenting. No further patient injuries or complications occurred. Patient's status is satisfactory. The next day the patient presented with chest pain. The 2.25x20mm taxus atom drug eluting stent that was deployed in the mid postlateral branch of the right coronary artery was totally occluded with thrombus. A non bsc guide catheter was advanced to the lesion and dissected the proximal to mid portion of the vein graft. The stent was predilated with a 2.5mm balloon to 20 atms. The mid to proximal portion of the vein graft was stented with a 3.5x28mm and 3.5x23mm non bsc stents. The stents were post-dilated with a 4.0mm balloon at ¿modest¿ pressures. The 2.25x20mm taxus atom drug eluting stent was dilated again using a 3.0x15mm balloon. Ivus showed all stents to be well apposed. Timi iii flow was restored and 20% residual stenosis remained with a stent noted to be widely patent. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).